Event description:
It was reported that there were longevity concerns with this pacemaker. The reports have yet to be sent to reviewed by technical services (ts). The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were longevity concerns with this pacemaker. The reports have yet to be sent to be reviewed by technical services (ts). The device remains in use. No adverse patient effects were reported. Additional information indicates that ts reviewed the reports and determined the device has been depleting normally. The device remains in use. No adverse patient effects were reported.